Event description:
It was report that the head of theatre, reports via our sales representative that the handle broke. She stated further more that the handle was received on (B)(6), 2010.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.